Manufacturer narrative:
(B)(4). Date sent: 02/03/25. D4: batch #unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Additional information was requested, and the following was obtained: ·were there any functional discomfort/abnormality when using the product?(e.g., unusual noise, jaws opening and closing, articulation, etc.) The cartridge came off during the surgery. ·was there any bleeding at this event? Please also tell us if there was any blood transfusion. There was bleeding, but blood transfusion was not confirmed. ·what treatment was performed on the areas where staples did not form normally? Additional sectioning was performed using gst45d to cut out the bleeding area. ·was there any the procedure changed when additional suture / re-suture was performed? (E.g., add a port hole, extension of incision wound, etc.) No in particular. ·how is the patient's condition after the surgery? No problem. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a bronchial dissection procedure, it was observed that only the knife moved and the staple was not applied when deployed with gripping the bronchial tube. The cartridge was dislodged once in the thoracic cavity. It was possible that there was a loading error, as the tissue was gripped, but the cause was unknown because the knife moved. There was no patient consequence nor surgical delay reported. Additional information requested.

Manufacturer narrative:
(B)(4). Date sent: 4/9/2025, d4: batch # 934c39, investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech45s device was returned with no apparent damage and with a gst45d reload no loaded on the device. The reload was received fully fired with some b-form staples on the reload deck and it was noted to be damaged. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The returned reload was placed and removed with no issues noted in the returned device. The device event log was reviewed. The log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. The event described could not be confirmed as the reload was installed on the device as expected and the device performed without any difficulties noted. Device history review. A manufacturing record evaluation was performed for the finished device batch number 934c39, and no non-conformances were identified.